Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding the patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. During the implant procedure, the hcp tried to resolve this by placing the leads higher. During the procedure, the patient was woken up to check on stimulation; during this time the patient had "a" horrific back spasms and couldn't breathe; patient thinks this was due to going further up with lead placement. Once the procedure was over, patient noticed immediately that stimulation was not in the correct location and was annoying her. The manufacturer's representative (rep) was aware of this and met with the patient in the last 3 times to program. About 5 months ago, the patient asked for a lead revision, this is currently being reviewed by the hcp. No further complications were reported/anticipated. On 2018-11-01 (rep): additional information was received from the rep who reported she did not recall patient having difficulty breathing.